Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Initial reporter: phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos of the impacted oxiris set were provided. The customer observed that the leak came from the connection between the access line and the filter, however, visual inspection could not identify any specific issues with the set. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of an oxiris set, an external fluid leak was observed. There was no patient involvement. No additional information is available. .